Event description:
During product evaluation, the bench repair technician found the mx40 telemetry device had a speaker malfunction. The device was not in use on a patient at the time of event, there was no patient involvement.